Event description:
It was reported that when an asymptomatic patient presented in clinic non-sustained lead noise due to post-paced t-wave oversensing was observed. Oversensing on the near field channel resulted in the non-sustained lead noise episode recording. The device was reprogrammed successfully and remains implanted.